Manufacturer narrative:
A sample has not been returned for evaluation. The customer¿s dissatisfaction with the knife substitution is due to a temporary deviation which occurred due to a backorder with the supplier. During the backorder, a substitute knife was approved for use. The cause of the reported dull blade is unknown as a sample was not returned for investigation. The customer's complaint could not be confirmed. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The customer reported that the ophthalmic surgeon indicated the blade is dull and is making the incision too wide. There has not been any patient harm or any unplanned medical treatment. Additional information and product sample have been requested.